Event description:
A pharmacist reported an intraocular lens (iol) was exchanged because an opacity was noted on or in the optic after insertion. The surgeon reported that he noticed several bubbles in visual axis of the optic after insertion into the eye. The incision was enlarged and the iol was exchanged. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested.